Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "warning: do not use ointments or lubricants having petrolatum base. They will damage latex and may burst balloon. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley was placed in the patient on (B)(6) 2016 at 9:00pm. The nurse was notified that the foley fell out on (B)(6) 2016 at 2:50 am. The nurse checked the foley and found that only 8cc of water remained in the balloon (there were 10 cc of water infused to the balloon). It was also reported that no pieces were missing from the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley was placed in the patient on (B)(6) 2016 at 9:00pm. The nurse was notified that the foley fell out on (B)(6) 2016 at 2:50 am. The nurse checked the foley and found that only 8cc of water remained in the balloon (there were 10 cc of water infused to the balloon). It was also reported that no pieces were missing from the balloon.